Event description:
It was reported that the user experienced hypoglycemia overnight, with a lowest blood glucose of 65 mg/dl after a prior evening meal notably higher in carbohydrates than usual, and the event resolved with 15 g of oral carbohydrate consistent with device troubleshooting and education guidance. Symptoms included low blood glucose without loss of consciousness or other acute neurological or systemic effects. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint handling review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and a plausible scenario of algorithmic overcorrection following a higher-than-usual carbohydrate intake during the learning phase. It was concluded that the event was consistent with hypoglycemia of unclear cause with successful resolution using standard treatment and continued device use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.